Event description:
It was reported that the patient experienced high blood glucose event of 400 mg/dl and high blood glucose has been last for greater than 4 hours, it was treated by insulin via the pump due to bent cannula at abdomen site on (B)(6) 2026.

Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.